Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 01-feb-2024, patient complained about 10 infusions sets fell off. Infusion set was in use for 1day. Patient replaced infusion set and resumed insulin successfully. No further information available.